Manufacturer narrative:
Eval of event based on mfg and qc procedures and history of device related to this event. A review of the mfg and qc records showed that the product involved in this event met all mfg specs. All components returned were measured and are within spec. There are no visual kinks. Without add'l info, an exact root cause can not be determined.

Event description:
The customer reported that on 11/25/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. The physician met with resistance during deployment of second plug but continued to deploy. While holding manual pressure, the tech felt something different under his fingers. Sheath was inside the pt's groin. Sheath was removed and contained both collagen plugs still inside. Manual pressure was held to achieve hemostasis.